Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported downward gantry movement when the system was keyed off. No patients involved.

Manufacturer narrative:
A service request was opened in response to the reported event. The visiting company representative confirmed the reported event and as a correction, they removed the z- motor, cleaned the brake components, and reinstalled the motor on the gantry. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the brakes of the z-motor on the gantry. The manufacturer internal reference number is: (B)(4).